Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 522 mg/dl at the time of incident and the current blood glucose of the patient was 523 mg/dl. The customer was treated with insulin pump. Customer was not using auto mode. Customer did not alleges pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.